Manufacturer narrative:
Concomitant medical products: product ID, 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4) , ubd: 19-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins). It was reported the patient did not feel paresthesia anymore. Impedances were tested as well as the battery connection and it showed that electrodes 0-7 were non-functioning. There were no environmental, external, or patient factors that may have contributed to the issue. The patients other lead, which showed no problems, was used and the patient was successfully programmed. The issue was resolved at the time of report.